Event description:
Clinic notes dated (B)(6) 2013 note that the patient experienced a lot of seizures and an emergency room visit in (B)(6) 2013, but that there were no seizures to date in october. It was noted that the onset of the seizures has been chronic and they have been occurring for years. It was noted that the vns was interrogated and not reprogrammed and that there were no complications. The physician's ma reported that the increase in seizures may be due to disease state progression or a low generator battery, but that there was no way to tell. Further follow-up revealed that the patient was referred for generator replacement. It was reported that there were no causal or contributory programming or medication changes or other external factors that preceded the onset of the increase in seizures. It was reported that the generator was at ifi - yes. Surgery is likely, but has not occurred to date.

Event description:
It was reported that the patient underwent generator replacement surgery due to ifi = yes. The device is expected to be returned for analysis; however, has not yet been received.

Event description:
The explanted generator was returned on (B)(4) 2014. Results of product analysis showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.